Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment that the display on the external pulse generator had missing segments, lower portion of the display was bleeding. Analysis also noted that the main label was missing, and the device required a battery drawer shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display on the external pulse generator had missing segments. The device has been returned for service. There was no patient involvement.